Manufacturer narrative:
The subject device was returned to the olympus regional repair center. The customer¿s reported problem was not confirmed, however, the jet channel was found clogged with foreign material. Additionally, the right/left control knob is leaking, the objective coverglass lens is chipped, discolored and scratched. The bending section cover glue is cracked. The connecting tube is scratched and discolored. The air/water nut on the control body is peeling, the switch unit body is scratched, and the angulation is below standard specifications and has play. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (oekg) was informed that the customer evis exera iii gastrointestinal videoscope was returned to olympus repair center for a reported defect in the air/water nozzle. The customer¿s reported problem was found during reprocessing. Previous procedure was without any problems. During the service inspection, foreign material was found clogged with foreign material inside the jet channel. No death, injury or harm was reported. This report is being submitted to capture foreign material clogged with foreign material inside the jet channel.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: since pre-cleaning was not performed immediately after the case, it became difficult to remove foreign substances in the secondary water supply channel. Inadequate reprocessing of the secondary water channel. Other than sterilized water was used for secondary water supply. The device was used in the case without the auxiliary water tube or the auxiliary water inlet cap attached to the auxiliary water inlet, so foreign matter flowed back into the auxiliary water supply channel. The event can be detected/prevented by following the instructions for use which state the following: 1) "inspection of the auxiliary water feeding function: nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Note that the luer port on the maj-855 includes a one-way valve to prevent backflow. Do not use the maj-855 without the luer port in place. Backflow of contaminated material may occur and equipment damage or patient injury may result." 2) "auxiliary water feeding: when the auxiliary water tube is not connected to the auxiliary water inlet, attach the auxiliary water inlet cap to the auxiliary water inlet and cover the auxiliary inlet. Otherwise, patient debris or fluids that flow backward may drip out of the auxiliary water inlet." 3) "all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators." 4) "if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure." Olympus will continue to monitor field performance for this device.